Event description:
Customer was on step 9 aligners, but had to take them out on friday due to their entire mouth, tongue, and lips being swollen. On saturday, they ended up going to the ER around 2am and was informed that they are allergic to the aligners. They had sores in their mouth/tongue, could barely speak, and their throat was closing up. Customer states that the split on their lower lip is due to how swollen their lips were and that the front and left side of their tongue had blisters. Customer states they were fine until they wore their last bottom aligner, and that that was the one that caused the breakout.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.